Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the down stream occlusion is damaged. Patient involvement is unknown.

Manufacturer narrative:
One device was returned for analysis with complaint that the downstream occlusion (dso) was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event log confirmed error cassette error. Visual and functional testing was performed. The downstream occlusion (dso) seal was completely removed. Replaced dso sensor and seal. Calibrated dso. Device passed downstream occlusion test.